Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dry mouth. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dry mouth. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to a manufacturer service center. The technician confirmed no particles in the air path during the device evaluation. There was no error code found, and unit got scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box d, device serviced by 3rdp, device avail. For eval? And date returned has been updated. In box h, device eval. By mfg has been updated. In box h6: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.